Manufacturer narrative:
(B)(4). At this time records indicate the system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a high out of range shock impedance measurement. Subsequent shock impedance measurements have been within normal limits. Boston scientific technical services (ts) discussed the shock lead impedance test and possible electromagnetic interference (emi). Additional information was received indicating the measurement was not due to emi, however, the device had normal measurements in clinic and no intervention was performed. No adverse patient effects were reported.